Event description:
Stryker sustainability endocut scissor tips would not come together. We removed the defective device and replaced it with another "like" device that functioned w/out problems. Diagnosis or reason for use: laparoscopic cholecystectomy. The product is not compounded or over-the-counter. Event did not abate after use stopped. Event reappeared after reintroduction.